Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+3.0/091 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic bent. (B)(4).